Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the corelab reported dsa imaging at the 6 month follow-up on (B)(6) 2021 showed the pipeline fish mouthing (inward crimping of either end of the device). There were no reported impacts to the patient or additional medical intervention required. Additional information received reported that the pipeline successfully implanted. Additional information received reported per corelab image read of the 6m dsa on 24sep2021, the following findings were noted: signs of braid change in comparison to prior scheduled visit: pipeline fish-mouthing of the distal end (25-50% of braid diameter), more since last imaging - intimal hyperplasia of the proximal third, middle third, and distal third of the stent (overall parent artery stenosis reported as 25%). Additional information received reported that patient had the pipeline vantage stent implanted on (B)(6) 2021 to treat a left internal carotid artery (ica) c6 segment saccular aneurysm. The aneurysm max diameter was 4.5mm and the neck was 2.3mm. At the end of the procedure complete neck coverage and significant aneurysm stasis were observed with raymond and roy (r&r) class 3 aneurysm occlusion status. No additional intervention or patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.